Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59 year-old patient was on impella 5.5 support when the automated impella controller (aic) had an issue detecting the purge disc during a routine purge bag/cassette change. The aic screen was stuck on the purge disc screen. Multiple attempts were made to snap in the purge disc to no avail. A second, new purge cassette was attempted and still unsuccessful. Ultimately, the nurse had to transfer pump to a new aic to successfully change out purge cassette.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. After reviewing the imc logs from the reported occurrence date, the issues with the aic not being able to detect the purge disc was confirmed. There were multiple instances of purge disc not detected alarms on the reported occurrence date. The console was tested, and the purge disc not detected issue was able to be reproduced and the purge flag was found to be broken. The root cause of this issue was a broken purge flag.